Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center in bolton for evaluation. Olympus repair center inspected the device and confirmed the following; error e116 occurred on startup, due to a failure of the dual inline memory module and graphics processing unit. There was no abnormality on the exterior and the inside of the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, otv error e116 and the error message "turn off evo & restart" were displayed on the monitor screen.the error code e116 means a malfunction of the camera control unit.the intended procedure was canceled because the user could not resolve the issue.the device was used with an olympus camera head ch-s400.there was no report of patient injury associated with the event.according to the information provided by the olympus field service engineer, the camera head, which is an asset of olympus, was sent to the user facility, but the user facility could not resolve the issue.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, otv error e116 may have occurred due to a failure or malfunction of the central processing unit (cpu) fan , graphics processing unit (gpu) fan, dual inline memory module (dimm), gpu, cpu, motherboard (mb), or power supply due to the following causes. -the fan did not work due to dust buildup on cpu fan or gpu fan, because 4 years have passed since the device was delivered. -due to an accidental cause, the cpu fan, gpu fan, dimm, gpu, cpu, mb, and power supply have failed. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.